Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the delivery catheter (dc) shaft bend. The reported difficulty positioning the device appears to be related to procedural conditions and a secondary effect of the dc shaft bend. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the shaft bend resulting in irregular clip delivery system (cds) movement (difficult positioning). It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4 +. The cds was advanced through the steerable guide catheter without resistance. While steering the cds to the mitral valve with the m-knob, there was a "set" (bend) in the shaft creating difficulty positioning the device. The device was removed and was replaced with a new cds. One clip was implanted reducing the mr to 1 +. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.